Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n125790030, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot#: (B)(4), ubd: 12-oct-2009. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid "at 14.5," via an implantable infusion pump for spinal pain. It was reported that the patient who was looking to get a healthcare professional that could perform a dye study. The patient reported that they weren't getting adequate pain coverage and they want to figure out, "where it's going." The patient reported that this had been going on for the last 5 years. No further complications were reported. Additional information was received from patient. It was reported that patient was still in pain. Patient explained that the pump's medication was not reaching the pain site. Patient added that he thought the fluid in the catheter was somehow being prevented from where it was supposed to go because he was not getting pain relief. Patient was suspicious he had spinal stenosis. Patient explained that he had an epidural done a couple of weeks ago, noting that it was not lasting as long as it usually did (a month), and thought his healthcare professional (hcp) may have changed the epidural locations. Patient added, "so it sounds like there might be a stenosis some place, which is documented in the cat scan." Patient fell on his buttocks back in (B)(6) 2019. Patient was scheduled for a dye study test to find out where the pump medication was going, but couldn't make it to the appointment because he wasn't feeling well his hcp was "playing around" with the pump medications to help with the pain, and said the "mixture" was basically the same. His hcp lowered his dose of dilaudid a couple of months ago, noting that this increased the pain. Lidocaine and klonopin were in the pump, but thought the hcp removed them a couple of months ago. The last time he had his pump refilled, he told his hcp he wanted lidocaine and klonopin back in the pump to see if it would help manage his pain better. At one point, his hcp had him "up to 16 or 17 or something, was just about overdosing and wasn't getting any relief." Patient added that the only thing that had been helping him was an epidural. Using an ice pack in addition to the epidural was most effective for pain relief. Patient had an x-ray in (B)(6)of 2019. No out of box failure was reported. No medical or therapy problem associated with small parts was reported. Current drug was dialudid (dose is "14.5" and concentration is 40 mg/ml). Old drugs were bupivacaine - "1.8767 mg" and "0782 mg/hr", klonopin - "3.13 mcg/hr" and "75.07 mcg/hr". No further complications were reported.